Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that a system that, when uploading images to the system for a shunt placement case, the system would receive the scans but would not display all the slices. The scans came in and gave the "irregular line spacing" and "missing slice spacing" errors. When looking at the scans, the forehead was cut off, and midway through the scan, the face was also missing slices. The site tried reuploading the scans with two other disks but got the same result. The site stated that they do not compress the images. There was a delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. H3: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that there is no indication that a software anomaly contributed to the reported behavior. The scan was not up to the stealth imaging protocol. The issue appeared to be related to the scanning. Analysis found that the software functioned as designed. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no patient present. The issue occurred pre-operatively.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735737, software: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.